Event description:
The customer reported a leak from the coulter act diff 2 analyzer while running start up. The volume of the leak was about 2 drops and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 6/15/2015. The fse found that a clogged sample probe caused the backwash tubing behind the diluent pump to become disconnected from the fitting. The fse replaced the sample probe, which repaired the leak. The repairs were verified per established procedures. (B)(6). The narrative was corrected to indicate the proper resolution of the reported incident.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that a clogged sample probe caused the backwash tubing behind the diluent pump to become disconnected from the fitting. The fse reattached the tubing and cleaned the sample probe, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).